Manufacturer narrative:
(B)(4).there was no reported product deficiency and the product was not returned. Although a conclusive cause for the reported patient effect(s) and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
Subsequent to the initial medwatch report, the following information was received: during the closure procedure, a venous sheath was not next to the arterial sheath. There was no problem deploying the proglide device. After discharge from the hospital, the patient reportedly followed the aftercare instructions by avoiding bathing in a bathtub or pool for five days after the procedure. One week later the patient was re-admitted to the hospital for two weeks for infection with redness and swelling at the groin site and was treated with an unspecified antibiotic. No additional information was provided.

Event description:
It was reported that after an unspecified procedure, arteriotomy closure of the common femoral artery (cfa) was successfully achieved using a perclose proglide device. One week post-procedure the patient developed an infection of the cfa, which was treated with an unspecified antibiotic. Reportedly, there were no issues during puncture of the groin and after completion of the unspecified procedure and before arteriotomy closure, the operator changed gloves, reprepped the groin, used a new drape. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.